Event description:
A customer observed higher than expected vitros valp quality control results on a vitros 5,1 fs chemistry system. A value of 37.23 ug/ml was obtained from the vitros tdm pv I fluid versus the expected value of 25.9 ug/ml. Values of 95.52, 83.50, 91.32, 76.99 ug/ml were obtained from the vitros tdm pv ii fluid versus the expected value of 63.3 ug/ml. Values of 129.3, 131.7, 134.9, 129.26, 131.72, 134.90 ug/ml were obtained from the vitros tdm pv iii fluid versus the expected value of 103.6 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested during the time that the higher than expected quality control results were obtained. There was no report of patient harm as a result of this event. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. .

Manufacturer narrative:
The investigation determined that higher than expected vitros valp quality control results were obtained while using a vitros 5,1 fs chemistry system. The customer performed service actions to the secondary metering and the cuvetip ring subsystems of the analyzer with assistance from ocd customer service. The root cause of this event is unknown. However, an instrument related issue and/or a reagent related issue could not be ruled out as contributing factors.